Event description:
A 2.5mm diameter x 18mm length endeavor sprint rapid exchange (rx) (MFR # 2953200-2010-02187) and a 3.0mm diameter x 18mm length endeavor sprint rx drug eluting coronary stents were deployed in the prox and mid lad of a pt with no issue reported. However it was reported that the pt experienced an mi one day post stent implant. Prolonged hospitalization was required. The pt is reported to be recovered and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval: results: (mi).